Event description:
Device 2 of 3. Reference MFR reports # 1627487-2013-12824, 1627487-2013-12826. It was reported the patient has lost weight and one of her leads is poking through the skin causing pain and discomfort. Note the patient has three leads with different lot numbers. All leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.